Event description:
The customer reported that following a diagnostic catheterizaiton procedure in 2002 a vasoseal was deployed. The patient complained of pain in the right foot. Pedal pulses were palpable in the procedure area but were lost by the time the patient was transported to the ICU. The patient was taken to surgery and a thrombectomy was performed and thrombotic material was removed which the surgeon presumed to be the collagen plug. The patient underwent a CABG 3 days later and was discharged 2 days later. The pt returned to the emergency room the same day complaining of increased pain in the right foot with no palpable pulses found upon examination. An angiogram was performed using the left femoral artery and an anticoagulant drip was started 3 days later. The patient's pulses were palpable bilaterally, but the patient still complained of pain in the right foot and the toes were mottled. The patient remained in the hospital as of 08/2002.